Event description:
It was reported that a physician could not revive a patient after implantation surgery. The patient was given two (2) vials of narcan before "coming around." Per the reporter, the physician is "still adjusting her medication and the dose is not at therapeutic level yet." The medication administered via the pump was morphine; the concentration and daily dose were not provided. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information: it was later reported by the healthcare provider that the cause of event was drug effects from anesthesia/narcotic given during surgery. There was no injury and patient was not hospitalized due to the event. The pump was started in the operating room. When the patient was somnolent, there was no one to alter the pump's function; narcan was given. It was added that the pump seemed to be working and providing pain relief at the patient's last visit of (B)(6) 2011. Morphine 1mg/ml was delivered at a daily dose of 0.1mg.

Manufacturer narrative:
(B)(4).